Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of abdominal pain, cloudy effluent fluid, and peritonitis, which warranted hospitalization and antibiotic therapy. Causality was attributed to an unspecified breach in aseptic technique by the patient¿s caregiver. Per the pdrn, the patient¿s adverse events were unrelated to the utilization of any fresenius product(s) and device(s). Of all the gram-negative organisms, those from the enterobacteriaceae family are the most common causes of pd-related peritonitis. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient will resume utilizing the same liberty select cycler as before the events upon discharge. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic with cloudy effluent fluid and abdominal pain. The patient was started on outpatient intraperitoneal (ip) vancomycin 1 gram every three days and ip ceftazidime 1 gram daily. The patient¿s peritoneal effluent fluid cultures returned positive after 72 hours for enterobacter cloacae, and the cell count revealed an elevated white blood cell (wbc) count of 6296 u/l. On (B)(6) 2020, the patient contacted the pdrn, and reported that their abdominal pain was worsening. The pdrn directed the patient to the emergency room, where the patient was hospitalized for the intravenous (IV) administration of antibiotics. The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) while hospitalized without issue. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The pdrn stated once discharged, the patient will resume utilizing of the same liberty select cycler as before the events. The pdrn stated the patient¿s spouse completes therapy for them, and there was a breach of aseptic technique, however detailed specifics were not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.